Manufacturer narrative:
A review of functional test, device history record, complaint history, quality controls, trends, and visual inspection was conducted on the returned device during the investigation. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A visual examination noted that each of the returned devices has a wires pulled out of the cannula on the basket formations. The remaining wires were secured. A functional test was performed, and it was noted that the unidex handle (udh) handles actuated all the basket formations to the open and closed positions. Based on the provided information a definitive root cause cannot be established or reported at this time. We will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). This event is currently under investigation. A follow-up report will be generated upon the completion of the investigation.

Event description:
During a stone extraction procedure utilizing a holmium laser in conjunction with a ncircle tipless stone extractor. Three ncircle tipless stone extractors were used during the procedure and all three devices broke while attempting to pull the stone out. All three of the devices used broke in the same place; where the wire basket retracts. The patient did not experience any adverse events as a result of this event. No fragments of the device remained in the patient. The first break was captured under 1820334-2017-00415.